Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels and requested assistance with restarting the supply change process. The agent guided the user through rewinding the ilet and replacing the contact detach infusion set, connector, and cartridge, which showed no visible issues. The user declined a follow-up and ended the call early. The highest blood glucose (bg) recorded was 401 mg/dl. Bg was not yet corrected at the time of call. The user's reported symptoms included irritability and feeling unwell. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.